Event description:
A customer reported a minimum fill notification while attempting to load a new cartridge into their insulin pump. There was no adverse impact to the customer's blood glucose level. Due to carpal tunnel syndrome, the customer was unable to remove the pump from its case, but troubleshooting continued, and the issue was resolved when the customer successfully reloaded the same cartridge onto the pump and resumed insulin delivery.